Event description:
When the wrist restraints were applied, several patient's were able to loosen the strap by moving their wrist. By loosening the strap, the patient was then able to grab at various tubings, IV's, etc. One patient was found attempting to extubate their self.